Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of sinusitis treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe of the lung on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced dyspnea, wheeze, and headache due to sinusitis. The patient was treated with bactrim and prednisone. No hospitalizations or emergency room visits occurred as a result of this event. The event was reported resolved on (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2014, pre-bronchodilator: fev1: 2.56, fev1 % predicted: 93.77, fvc: 3.03, fvc % predicted: 87.57. Post-bronchodilator: fev1: 2.59, fev1 % predicted: 94.87, fvc: 3.05, fvc % predicted: 88.15.